Manufacturer narrative:
Complaint conclusion: as reported, the balloon of 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. A non-cordis 6f sheath was used. The mynx vcd was prepped according to IFU instructions. Hemostasis was achieved via manual compression for 25 minutes. The patient¿s hospitalization was not extended as a result of the event. The patient has since recovered. The product was returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Per visual analysis, the shuttle was engaged to the black handle with the stopcock open, and the sealant and advancer tube were observed to have remained in the manufacturing positions as received. The procedural sheath and syringe were not returned with the device. Per functional analysis, leak testing was performed by attempting to inflate the balloon from the returned device with water, and the results revealed a leak in the balloon. Per microscopic analysis, a radial tear in the balloon of the returned device, approximately 5.5 mm from the balloon¿s proximal neck was revealed. A product history record (phr) review of lot f2017002revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿balloon loss of pressure¿ was confirmed during analysis of the returned device. The balloon loss of pressure was caused by a radial tear in the balloon of the returned device, approximately 5.5 mm from the balloon¿s proximal neck. The exact cause of the reported event could not be conclusively determined. Vessel characteristics, although unknown, may have contributed to the reported event. According to the instructions for use (IFU), which is not intended as a mitigation of risk, users are instructed to discard devices that do not maintain balloon pressure. Neither the phr review nor the product analysis suggests that the reported events could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, the balloon of 6f-7f mynxgrip vascular closure device (vcd) ruptured. There was no reported patient injury. The mynx vcd was used in an interventional peripheral procedure. The procedure used a retrograde approach. The deployer was mynx certified. A non-cordis 6f sheath was used. The mynx vcd was prepped according to IFU instructions. Hemostasis was achieved via manual compression for 25 minutes. The patient hospitalized was not extended as a result of the event. The patient has since recovered. The device will be returned for analysis.